Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The pressure transducer pc board was replaced as recommended in the service manual but not returned for further investigation. The ventilator thereafter passed all functional and pre-use checks and was cleared for clinical use. No device log files were received. The inspiratory/expiratory pressure transducer is used to measure the pressure in the inspiratory/expiratory channel. The pressure, conveyed via the pressure tube connected to the inspiratory/expiratory pressure transducer pc board, is led to and measured by the differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement for the pressure in the actual channel. Since the replaced part was not returned for further investigation, the cause why the pressure transducer test failed during pre-use check has not been determined.

Event description:
Manufacturer's ref #: (B)(4).